Event description:
The needle portion of the bd vacutainer® c&s transfer straw kit was protruding out uncovered, from the bottom of the vacutainer device. This could have led to a needle stick type injury.